Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. No additional information was available.